Manufacturer narrative:
(B)(4). Batch # r92d08. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. Then, the device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the tissue pad was broken off during use. The surgeon checked the surgical video, and the tissue pad worn out after one hour of usage. The tissue pad worn out badly after three hours of usage. Other competitor¿s product was used to complete the case. The surgeon slid the jaws when the device cut the tissue. Also, the device was used on the blood vessels. In addition, the blade tip was not broken off and no pieces fell into the patient. There were no adverse consequences to the patient.